Event description:
New information received states that the atrial lead was capped and replaced on (b)((6) 2018. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise was noted on the atrial lead when performing arm movements. Review of session record confirmed noise resulting in inappropriate ams episodes. Low sensing and impedance were also noted on the atrial lead. Lead damage was suspected. No intervention has been done as the lead remains implanted and will be monitored. There were no consequences to the patient.